Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, bleeding was noted at the impella insertion site. Bleeding successfully managed by manual pressure and applying a fem-stop. Heparin was off due to bleeding at impella insertion site. Large hematoma remained. Care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The product was not returned. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided. B.2 revised as required intervention was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25829. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25829 as it is unknown if the initial reporter also sent the report to the food and drug administration.